Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, whole row of cubies in the drawer 1.1 failed and was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The customer reported that auxiliary drawer 1.1 (row c) was not detected on the bus. The field service engineer (fse) verified the issue within the medical application and powered down the station. The side panel was removed, and the row board cable connections were reseated at both the row tray where a loose connection was identified and the drawer controller. After the station was restarted, the hardware test application was accessed, and the row tray was successfully detected. Functional testing was completed successfully, and normal operation was confirmed. The repair was verified in the hardware test application. The system functioned as intended after field service engineer repaired the device.